Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(4). This device was returned for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, palmaz genesis stent was placed into patient¿s body for deployment in left common iliac artery. The pre-mounted stent was not crimped tightly on balloon catheter and it affected accuracy of placement, placing the stent slightly into healthy vessel to avoid moving it more or loosening the stent. This did not affect procedure and there was a successful outcome. There was no treatment to the patient, and no patient injury. The lesion was moderately calcified with no tortuosity (straight iliac) and 75% stenosis. The reference diameter was 8mm. There were no damages or other anomalies noted to the device or packaging prior to use and the device was handled and prepped according to instructions for use (IFU). The stent did not look loosely crimped on the balloon prior to use. There was no resistance/friction experienced as the palmaz stent/balloon was advanced through the sheath/guiding catheter; however, there was very slight difficulty advancing the palmaz stent through the vessel/crossing the lesion. During deployment of the stent, the balloon inflated normally. However, the stent had to be placed slightly into healthy vessel to avoid moving it more and loosening the stent. The stent fully expanded with good wall apposition, and the stent was post-dilated. There was no unusual force used at any time during the procedure, and there was no thrombus present proximal to, at, or distal to the lesion site. Nothing was done in order to treat the patient, just standard care. There were no damages or anomalies noted to the stent. Procedural images/films were not available.

Manufacturer narrative:
Complaint conclusion: a palmaz genesis stent was placed into the patient¿s body for deployment in left common iliac artery. The pre-mounted stent was not crimped tightly on balloon catheter and it affected accuracy of placement, placing the stent slightly into healthy vessel to avoid moving it more or loosening the stent. This did not affect procedure and there was a successful outcome. There was no treatment to the patient, and no patient injury. The lesion was moderately calcified with no tortuosity (straight iliac) and 75% stenosis. The reference diameter was 8mm. There were no damages or other anomalies noted to the device or packaging prior to use and the device was handled and prepped according to instructions for use (IFU). The stent did not look loosely crimped on the balloon prior to use. There was no resistance/friction experienced as the palmaz stent/balloon was advanced through the sheath/guiding catheter; however, there was very slight difficulty advancing the palmaz stent through the vessel/crossing the lesion. During deployment of the stent, the balloon inflated normally. However, the stent had to be placed slightly into healthy vessel to avoid moving it more and loosening the stent. The stent fully expanded with good wall apposition, and the stent was post-dilated. There was no unusual force used at any time during the procedure, and there was no thrombus present proximal to, at, or distal to the lesion site. Nothing was done in order to treat the patient, just standard care. There were no damages or anomalies noted to the stent. Procedural images/films were not available. A non-sterile unit of long gen / pro 39 x 80 bil 80cm stent delivery system was returned. Per visual analysis the stent was not returned. The balloon did not appear to have been inflated; however contrast medium was noted in the balloon. Dimensional analysis was not performed as the stent was not returned. Per microscopic analysis contrast medium was noted inside the balloon. The balloon exhibited pleating and stent marks were noted on the balloon surface. A device history record (DHR) review of lot 17102749 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent inaccurate placement¿ was not confirmed as the stent was not returned and procedural films were not provided. The reported ¿stent loose crimp-in patient¿ was not confirmed as the balloon exhibited crimp marks on its surface indicating the stent was correctly crimped onto the balloon. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and a rate of stenosis of 75%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Caution: always use a csi for the implant procedure to protect the puncture site and the liver tract, and to avoid dislodging the stent from the balloon. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the stricture. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged. After stent positioning, hold the delivery system immobile and retract the csi to uncover the stent. Caution: after completely retracting the csi, do not re-advance it over the positioned stent to avoid dislodging the stent.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.